Event description:
Patient with hx of symptomatic atrial fibrillation agreed to participate in clinical trial of amulet device and randomized into amulet device group. Device placed in ep lab without noted complication. Patient later noted with hypoxemia and was transferred to ICU and intubated. A 2d echocardiogram revealed dislodgement of amulet device and partial obstruction of mitral valve and possible prolapse of device into left ventricle. Prior to transport to operating room patient became hypoxic and hypotensive progressing to brief cardiac arrest. Patient was resuscitated and peripheral ECMO initiated. Patient was taken emergently to operating room for explant of amulet device and mitral valve replacement. Patient remained in critical condition and expired on (B)(6)2017.